Event description:
It was reported that during the surgical procedure the harmonic shears insert fell inside of the pt. No pt harm, adverse outcome or injury was reported and the planned surgical procedure was completed.

Manufacturer narrative:
The harmonic curved shears insert was not returned for evaluation, therefore, the cause of the customer reported complaint cannot be determined.